Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 5. Concomitant products included cilest (ortho tri-cyclen) until 2004 for contraception as well as ibuprofen (motrin), levothyroxine, lisinopril and oxycodone. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems condition,"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal imbalance"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (B)(6) 2014 by total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, hormone level abnormal, mood swings and depression outcome was unknown and the migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2004 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in the uterus is unremarkable. The endometrial is within normal limits for a premenopausal female. The ovaries are unremarkable. There is no free fluid within the cul-de-sac. On (B)(6) 2014 patient had surgical pathology specimen report resulted in present in the right cornua is a thin metal wire within the myometrium towards the serosa. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs+mr received, reporter added, lab data added, events added as:-mood swings, depression. Event outcome for event cramping, migraines, dyspareunia updated from unknown to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 5. Concomitant products included cilest (ortho tri-cyclen) until 2004 for contraception as well as ibuprofen (motrin), levothyroxine, lisinopril and oxycodone. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems condition,"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal imbalance"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery ((B)(6) 2014 by total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, hormone level abnormal, mood swings and depression outcome was unknown and the migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2004 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in the uterus is unremarkable. The endometrial is within normal limits for a premenopausal female. The ovaries are unremarkable. There is no free fluid within the cul-de-sac. On (B)(6) 2014 patient had surgical pathology specimen report resulted in present in the right cornua is a thin metal wire within the myometrium towards the serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12263286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. On (B)(6)2004 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in the uterus is unremarkable. The endometrial is within normal limits for a premenopausal female. The ovaries are unremarkable. There is no free fluid within the cul-de-sac. On (B)(6)2014 patient had surgical pathology specimen report resulted in present in the right cornua is a thin metal wire within the myometrium towards the serosa. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) until 2004 for contraception as well as ibuprofen (motrin), levothyroxine, lisinopril and oxycodone. In (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems condition,"), mood swings ("mood swings") and depression ("depression") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (B)(6)2014 by total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, hormone level abnormal, mood swings and depression outcome was unknown and the migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date: (B)(6)2005. Most recent follow-up information incorporated above includes: on 12-feb-2020: medical records received: lot number added. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12263286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. On (B)(6) 2004 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in the uterus is unremarkable. The endometrial is within normal limits for a premenopausal female. The ovaries are unremarkable. There is no free fluid within the cul-de-sac. On (B)(6) 2014 patient had surgical pathology specimen report resulted in present in the right cornua is a thin metal wire within the myometrium towards the serosa. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) until 2004 for contraception as well as levothyroxine, lisinopril and oxycodone. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems condition,"), mood swings ("mood swings") and depression ("depression") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery ((B)(6) 2014 by total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, hormone level abnormal, mood swings and depression outcome was unknown and the migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date: (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 5. Concomitant products included cilest (ortho tri-cyclen) until 2004 for pregnancy as well as ibuprofen (motrin), levothyroxine, lisinopril and oxycodone. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems condition,"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical condition, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection, apareunia, psychological or psychiatric problems condition, bladder disorder, urinary tract problems, migraines, headaches, dysmenorrhea, dyspareunia and hormonal imbalance added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.